Event description:
It was reported that a spectrum pump thinks door is still open after closing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, 'thinks door is still open after closing. It won't go back to main menu after closing door and stays on load set menu' was reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose link screws. The link/ link switches will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.